Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the emergency mode setting was unintentionally activated on the programmer during interrogation of an implantable pulse generator (ipg) which resulted in a polarity switch. It was speculated that it may have been selected in error. The ipg settings were restored. The programmer remains in use. No patient complications have been reported as a result of this event.